Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Although there was no reported device malfunction associated with the device, it was returned with tears noted in the soft tip. In addition, the shaft of the returned sgc was noted to be bent. The investigation determined that the observed tears were likely a result of procedural conditions and the bent condition of the shaft was likely due to post-procedural handling/shipment. A review of the device history record revealed no manufacturing nonconformities issued to this lot. There is no indication of a product quality issue with respect to design, manufacture, or labeling. The mitraclip referenced is being filed under a separate medwatch MFR number.

Event description:
This report is being filed because tears were noted on the soft tip of the returned steerable guide catheter (sgc). A torn soft tip has the remote potential to cause serious injury if a piece of the soft tip is left behind in the patient. It was reported that on (B)(6) 2015, the procedure was to treat functional mitral regurgitation (mr) with a grade of 3 and challenging patient anatomy. After placement of the steerable guiding catheter (sgc), the clip delivery system (cds) was steered down to the mitral valve; however, the clip was inadvertently pointed too far and remained inverted. It was difficult to retract the inverted clip from the left ventricle to the left atrium, due to interactions with the chordae. Maneuvers were performed with the delivery catheter (dc) handle and a/p knob to disengage the clip from the chordae. After retraction to the left atrium, the clip was noted to be broken from the dc shaft, but still attached by the lock lines and gripper lines. The cds was retracted partially into the sgc, but could not be fully retracted into the sgc due to the inverted clip. The cds and sgc were removed from the patient as a single unit, and the clip was successfully removed still attached. There were no reported adverse patient effects and no reported clinically significant delay in the procedure; however, the decision was made to abort the procedure at that time. On (B)(6) 2015, an additional procedure was successfully performed, with deployment of 1 clip and mr reduced to 1. There was no additional information provided. The sgc was returned with the tip torn.